Event description:
The customer reported that during a patient incident, after the device delivered two defibrillation shocks, their device suddenly would no longer recognize the internal defibrillation paddles in order to deliver a subsequent defibrillation shock. The patient was brought in from the local shipyard who had been struck in the chest by a large crane-mounted pulley. The customer stated that they have received limited information about the patient incident. They are unsure how long it had been from the time of the trauma to the time they received the patient. The patient was in full cardiac arrest, but there was no tamponade of the heart. The patient did have pulseless electrical activity (pea). After trying all other measures, acls protocols, CPR, and standard lifesaving procedures, they opened up his chest to provide internal cardiac massage and attempt to defibrillate with internal defibrillation paddles. Two 20 joule shocks were delivered successfully, but when attempting a third shock the device displayed a "connect paddles" message and they could not provide another shock. A backup device was available, but not used. The patient did not survive the event.

Manufacturer narrative:
Physio-control evaluated the internal paddles assembly and the cable adapter for the internal paddles, which allows the connection of the internal paddles assembly to this device. Physio observed an internal short on pins 9 and 10 of the internal paddles input side of the cable adapter. This short caused the resistor r81 of the therapy pcb assembly to burn open.

Manufacturer narrative:
(B)(4). A clinical review of the reported event was performed and it was determined that the reported device failure did not contribute to the death of the patient. Physio-control evaluated the device and verified the reported failure. It was observed that a resistor, designator r81 from the therapy pcb assembly was burned open. Physio-control will replace the therapy pcb assembly and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.